Event description:
Adverse event(s): "vision impairment" (vision, impaired); "star shaped luminous patterns which glared and outshined" (visual disturbances). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). An optician reported that following bilateral intraocular lens (iol) implant surgery, the pt developed vision impairment. In a follow up, the optician reported, the pt was experiencing increasing star shaped luminous patterns which glared and outshined. The surgeon further reported that following the exchange for the first eye, the pt continued to experience the luminous pattern. The pt's retina was examined and found to be normal. Since the pt's symptoms did not resolve following the iol exchange for the first eye, it was decided not to perform and exchange on this eye. There are three medical device reports associated with this event. This report is for the fellow eye.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info was requested and received. (B) (4). (B) (4).